Manufacturer narrative:
Patient identifier - multiple and sex = (B)(6) female; (B)(6) female; (B)(6) female; (B)(6) female; (B)(6) female; (B)(6) male; (B)(6) male. There was no additional patient information provided by the customer. The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, review of complaint text, trending data, labeling, device history records, accuracy testing, and historical performance of the reagent lot. Return testing was not completed as returns were not available. The historical performance of reagent lot 88191un19 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot was not inside the established control limits. Therefore, accuracy testing was performed using an internal troponin-I panel with a retained kit of lot 88191un19. Acceptance criteria were met, which indicates acceptable product performance. Trending review determined no trends for the issue for the product. Device history record review for lot 88191un19 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I, lot 88191un19 was identified.

Event description:
The customer reported falsely elevated architect troponin results on three patients. The customer stated the new lot of troponin reagent has been in use about one month. There was a qc issue which was resolved with calibration, but the customer found that three patient results had to be corrected after the calibration. The initial results provided were run on (B)(6) 2020: (B)(6) = 0.031ng/ml; after cal = 0.003ng/ml; (B)(6) = 0.015 / after cal = 0.000ng/ml; (B)(6) = 0.021 / after cal = <0.010ng/ml (normal range for male = 0.000 - 0.033 ng/ml; female = 0.000 - 0.013 ng/ml). The customer performed a correlation study and found that 8 patients were falsely elevated on initial testing (used for individual patient management) that upon repeat testing were within normal range. The results: females: (B)(6) initial = 0.015 / retest = 0.00. (B)(6) = 0.027 / 0.01. (B)(6) =0.021 / 0.009. (B)(6) = 0.023 / 0.007. (B)(6) = 0.036 / 0.012. (B)(6) = 0.026 / 0.003. Males: (B)(6) 0.049 / 0.023; (B)(6) = 0.034 / 0.00ng/ml. There was no reported impact to patient management.